Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a displayed error, however the hard drive was reconfigured and the software reloaded as a preventive. It was further noted that the device had an overheat message after having been turned on for 20 minutes and therefore the power supply was replaced. Analysis confirmed the customer comment of a loose screw on the lower hinge plate coming out of the display screen's neck and the screw was tightened to its proper torque. The upper hinge plate and the back of the power cord bay were very scratched up and the lower case was worn. All were replaced. (B)(4).

Event description:
It was reported that the programmer displayed a fatal error when turned on prior to a case. The programmer was turned off. It was also noted that a screw was coming out of the display screen's neck. The programmer was returned for repair and test and calibration. There was no patient involvement.